Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 3:30 pm with a high blood glucose level of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting their insulin pump and the device passed the test functions. The customer was advised to consult their healthcare provider about what may have caused their blood glucose to rise.